Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed andt he outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood; the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the outer insulation of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2012-(B)(6). (B)(4).

Event description:
It was reported that the patient presented with no capture at max output and poor sensing on the right atrial (ra) lead. Thereforethe ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.